Event description:
It was reported that a continuous glucose monitor sensor failed and the customer experienced a pairing failure in which the responsible device was not identified; the customer was walked through placement of a new dexcom g7 sensor, which began warming up after installation. Symptoms included loss of glucose data availability due to sensor failure. Outcomes included temporary interruption of continuous glucose monitoring and user inconvenience without medical intervention or hospitalization. Investigation included customer interview and user education with troubleshooting steps. Investigation of this case revealed that guidance on sensor replacement resolved the immediate issue. It was concluded that the event was related to a sensor malfunction with unsuccessful pairing, and replacement with proper setup restored function.